Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 598 mg/dl at the time of the incident. The customer reported that she woke up in the morning with blood glucose of 598 mg/dl. Her cannula was bent when removed. The customer treated the high blood glucose with a manual injection. The customer declined to troubleshoot the pump as the high blood glucose was related to the bent cannula. The insulin pump will not be returned for analysis.